Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head picture was not showing, the camera did not show the picture clearly, static lines when moving the cord. The issue occurred at preparation for use for an undisclosed diagnostic procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation customer allegation was not confirm. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.